Event description:
Correction: patient identifier (B)(6) captures the instaclear sheath - model number lcs4k30btol and an unknown lot number. Patient identifier (B)(6) captures the instaclear sheath - model number lcs4k00unol and an unknown lot number.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that there was no material or processing-related cause for this failure mode. The root cause of the issue is identified as excessive force used during the insertion of the endoscope into the instaclear sheath; which is considered off-label use. Therefore, the reported damage is attributed to customer mishandling. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿maintain a gap between the hub and light post when loading the sheath assembly to the scope. Closing this gap can result in damage to the distal post.¿. . Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the device was inspected prior to use and no problems were noted. The foreign body was discovered incidentally on the post-operative follow-up MRI. There was no problem anatomically that could have contributed to the sheath breaking. The patient has been discharged but was initially hospitalized to monitor the effects of the foreign body. No subsequent complications have been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information received as reflected on b5.

Manufacturer narrative:
The device was returned to olympus for evaluation. Visual inspection revealed a missing stopper at the end of the shaft. The suspected failure location was the shaft. Presumably considering that the place where the stopper was attached has a slightly curled up deformation, it was thought that the rigid endoscope was pushed out from the inside of the shaft. Excessive load was applied to the stopper due to insufficient strength of the stopper or pushing in the rigid endoscope slightly more than usual when connecting it, or the distal end of the insertion portion of the rigid endoscope separated from the stopper during use, and then the rigid endoscope was re-attached. There was a possibility that a crack had occurred in the fixing part of the stopper due to the situation where it touched the stopper. It was further presumed that this event occurred as a result of the cracks expanding and finally breaking due to being used in this state. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the tip of an instaclear sheath may have been retained in the patient's pituitary gland. The patient had a prior endoscopic transsphenoidal tumorectomy wherein the sheaths were used. The foreign body was discovered on a magnetic resonance imaging (MRI) scan obtained 5 days after the procedure. It was noted that although the 0-degree and 30-degree distal projections of the actual sheath were missing, the shape resembled the 30-degree distal end shape on the MRI scan. Future surgery was not reportedly possible until it could be confirmed that the foreign body was fixed in that location and was definitely in the pituitary gland. Furthermore, since the sinuses had been recently opened, it was necessary to wait at least 3 months before removing the foreign body due to the atmospheric pressure. The patient was hospitalized and remained under observation. Case (B)(4) reports the instaclear sheath with model number lcs4k30btol and an unknown lot number. Case (B)(4) reports the instaclear sheath with model number lcs4k00unol and an unknown lot number.